Manufacturer narrative:
November 20, 2015 11:39 am (gmt-5:00) added by (B)(6): (B)(4). Based on the information available to the manufacturer at this period of time, the device in question was not properly set-up by the user. The incomplete connection of the device components due to the loose drive line-connection most likely caused the event. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during patient treatment an intermittent reading of "error com" was displayed. The product was not replaced during treatment. No consequences to the patient were reported. In addition, it was reported that the hospital acknowledged that they believe the drive line was not securely fastened in the back of the device. Additional information received nov 2,2015 - the customer has confirmed that the unit is working without further incidents. The patient was successfully weaned from support (B)(6) 2015 (B)(4).